Event description:
It was reported that when an asymptomatic patient presented to clinic for a follow up, capture anomaly and an increase in pacing lead impedance were noted. The pacing voltage was increased to ensure capture. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead exhibited increased thresholds and loss of capture after dft testing. Lead was capped and replaced during normal device change out.